Event description:
The customer stated that he received some low blood glucose results when testing with his breeze2 meter. He received readings of 42 and 47 mg/dl. He retested using another meter and received readings of 153 and 147 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The meter was replaced at the customer's insistence. Replacement products were sent to the customer.